Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one 14.5 fr d/l equistream 19 cm str hemodialysis catheter with surecuff kit was received with both clamps engaged was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal tip of the tunneler was broken off and the surfaces of the broken tunneler tip match up. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Corrective action has been issued to turnxon precision co. Ltd to address the damaged tunneler issue and identify appropriate actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2020).

Event description:
It was reported that the plastic tip of the tunneler allegedly broke. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the plastic tip of the tunneler allegedly broke. There was no reported patient injury.